Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and advanced into the left ventricle. The physician stated that there was tension while inverting the clip. A "cracking" sound was observed when inverting. The clip was retracted back into the left atrium where the clip was inverted. However, the clip would not close. The clip suddenly snapped closed. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported physical resistance of the arm positioner, difficult to close, noise, and clip jumping were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping, difficult to close, noise, and resistance of the arm positioner. There is no indication of a product issue with respect to manufacture, design, or labeling.